Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead experienced battery depletion and the patient was hospitalized following reports of receiving a shock. The electrogram (egm) was inaccessible due to the battery reaching its end of service (eos). An open circuit condition, indicating high out-of-range (oor) shock impedance, was detected twice during the shock delivery process. Additionally, there was no patient data available, as there have been no follow-up appointments since the device was implanted and device had not been checked for a couple of years. Technical services advised that if no data is available, the lead should be replaced. However, the patient also presented with seizure activity, leading to the decision to refrain from replacing the lead at this time. The device was explanted and replaced with a new device. The explanted device is expected to be returned for further evaluation. No additional adverse patient effects were reported. Further information was requested to evaluate the event and the accompanying shocks; however, there is currently no available data due to the lack of patient data.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.